Event description:
The complainant alleged that while attempting to defibrillate a patient using multi-function electrodes, with the device set at 300 joules the device failed to discharge. The complainant feels that the device failed to discharge because the patient showed no signs of muscular contractions during two defibrillation attempts. The clinician switched to the device's external paddles and successfully converted the patient. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.